Event description:
During a laparoscopic cholecystectomy, a minor complication occurred. There was found to be a hole in the insulation of the hook cautery causing a burn to the gallbladder which was the organ being removed. The surgeon inspected adjacent structures and no other injuries were identified.